Manufacturer narrative:
Device evaluation summary a thirty-eight (38) second video clip was received showing attempts to retract the graft cover in-vitro. The stent graft is retracted with the graft cover as the external slider is rotated. The stent graft is visible retracted into the stent stop cup. The reported deployment/expansion difficulties were confirmed through image review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an endovascular aortic repair procedure involving an endurant ii stent graft limb, the graft cover marker moved down, dragging the stent graft with it, and the stent graft was not deployed. The external slider was rotated counterclockwise in the direction of the arrow during deployment attempt. The trigger was not used for fast deployment. The device was inspected prior to use and no issues were identified. The deployment steps were followed per the instructions for use. The patient presented with a 70mm infrarenal abdominal aortic aneurysm, a 30mm right common iliac artery, a 32mm left common iliac artery, and a 27mm left internal iliac artery. The planned procedure included left internal iliac artery coil embolization and relocation of the right internal iliac artery. The healthcare professional could not determine the cause of the event. The patient was treated using a longer stent graft, resolving the event.